Manufacturer narrative:
The pt has already disposed of the infusion sets and cartridges so she is unable to send the products back to animas for investigation. No conclusions can be drawn at this time.

Event description:
The pt was alleging that her infusion sets were causing high blood glucose (bg) levels. The pt initially contacted animas on (B)(6) 2011 because she had a 477 mg/dl bg result with no symptoms of ketones and wanted to make sure that her pump was delivering correctly. According to the customer service rep (csr), the pump settings were correct and the total daily dose amount indicated that the pump was delivering properly. The pt was advised to change insertion site and to monitor her bgs. There was no adverse event reported during the (B)(6) 2011 call. On (B)(6) 2011, the pt contacted animas again because her bg started to increase from (B)(6) 2011 (bg ranging from 300-500s mg/dl). On (B)(6) 2011, the pt woke up with a 525 mg/dl bg result and had symptoms of nausea and frequent urination: she did not test for ketones. Her high bg was corrected via syringe. The pt discovered there was insulin leaking from the luer connection. She claimed there was no visible damage to the cartridge, luer connection, and tubing. The pt changed out the tubing but still saw insulin leaking at the luer connection. The pt then changed out both the cartridge and infusion set and was able to successfully prime. Approximately 4 hrs after the 525 mg/dl result was obtained, the pt's bg was down to 284 mg/dl. The pt was unable to report if the infusion sets were kinked/bent. The pt was unaware of any scar tissue and properly rotates the site. The pt already disposed of the infusion sets and cartridges so she is unable to return the products for investigation. This complaint is being reported because the pt allegedly developed high bg with symptoms and due to the insulin leaking issue.